Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 325cc saline breast implant, catalog # 3501650, lot # 5975871. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via FDA medwatch mw5077491 that a female patient of unknown age underwent an unknown procedure with a mentor saline implant of unknown type and experienced rashes, systemic yeast, food intolerances, weigh gain, fatigue, brain fog, hair loss and other auto immune symptoms. As a result, the patient underwent removal of the implant on (B)(6) 2018. There was no product issue, such as deflation reported. No other information has been made available. This is for the b side implant, see manufacturer report number 1645337-2018-05082 for contralateral prosthesis.